Manufacturer narrative:
Correction to h10: this supplemental report is being submitted to provide a correction to include the medsun report number (B)(4).

Event description:
No additional information from customer.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00087. Medsun report number (B)(4). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Medsun report number (B)(4) received and reports the following: black debris/speck was seen on initial patient airway inspection. Scope was removed and another scope was used to complete case.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer that the event occurred during an endobronchial ultrasound procedure. The black debris was no longer seen again after changing the bronchovideoscope and it was never retrieved. There were no further reports of patient harm.